Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
It was reported that the patient came in for re-examination. The radiograph showed the low-density image around the implant at tooth location #31. After incising the gingiva, the cover screw was probed, and the implant was loose completely. There was complete bone resorption at the buccal and distal site. The bone quality was weak and there was periodontitis. The loose implant was removed due to peri-implantitis.